Manufacturer narrative:
(B)(6). A portion of the device was returned for evaluation. Visual inspection was performed which revealed neither of the coupler rings were returned for investigation. With the lack of the coupler ring the cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of a 2.5mm coupler was bent. This was further described as ¿the pin was found deformed already and unable to use¿. This was identified during setup for a patient. The surgeon used another coupler to complete the case. There was no patient injury or medical intervention associated with this event. It was further reported that the ¿patient was doing well¿. No additional information is available.